Event description:
It was reported that the patient fell after standing up quickly and was admitted to the hospital for testing. Review of the stored egms revealed noise and oversensing on the atrial lead. The patient will return for follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.